Event description:
A report was received that the patient was having to charge frequently. A bsn representative analyzed the database and discovered that the device was experiencing premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Update to the following fields of the initial MDR: a report was received that the patient underwent an ipg replacement and was reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having to charge frequently. A bsn representative analyzed the database and discovered that the device was experiencing premature battery depletion. An ipg replacement has been recommended.